Manufacturer narrative:
Batch files retrieved from echo serial number (B)(4): batch 72659 ((B)(4), r771, 221703). Sample 18770988. Sci- neg result- visually negative. Scii - neg result- visually positive (k+). Sciii- neg result- visually negative. Control well resulted as expected. Batch 72662 ((B)(4), r771, 221703). Sample 16-g254b030. Sci- neg result- visually negative. Scii - neg result- visually positive (k+). Sciii- neg result- visually negative. Control well resulted as expected. Visually the k+ cell appears visually positive and has resulted as negative per (B)(4) we are aware of some instances on the echo where the instrument may generate a negative well interpretation for capture-r® ready-screen® or capture-r® ready-ID® assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal). Confirmed the reactivity of the k antigen, on the echo, with retention anti-k (1:128 dilution) using retention capture-r ready-screen (3), lot r771 and capture-r ready indicator red cell, lot 221703. Controls performed as expected and all cells resulted as expected. Retention performed as expected. Performed an antibody screen on the echo with customer's submitted sample, 18770988, using retention capture-r ready-screen (3), lot r771 and capture-r ready indicator red cell, lot 221703. Controls performed as expected. Customer's sample resulted the expected positive reaction on cell 2 k+. Reaction was 3+. We were unable to reproduce customer's observation.

Event description:
On (B)(6) 2016 a customer reported unexpected negative results when testing a patient sample using capture-r ready-screen 3 (crrs 3) on the galileo echo instrument serial number (B)(4). The sample was from a patient with a history of anti-kell.